Event description:
The account alleges that the right head siderail frame is broken, resulting in a failure of the siderail to latch.

Manufacturer narrative:
The tech replaced the siderail frame, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.